Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's husband called the paramedics who transported the patient to the ER (emergency room). The patient's blood glucose levels decreased to 33 mg/dl while wearing the pod longer than 48 hours. It was reported that the patient's husband had called because the patient was not breathing normally and was in a 'diabetic coma'. The patient was treated with two IV (intravenous) solution. The patient was released after 4 hours. The pod was worn when seeking medical attention. The patient reports she saw her endocrinologist for a follow up later in the day, and he showed her how to use activity feature.